Manufacturer narrative:
The insulin pump had a cracked and bleeding display window. The insulin pump could not be tested. No physical damage was noted on the case.

Event description:
Customer reported that there was damage to her insulin pump. She stated there was a crack on her insulin pump's screen. The customer stated the damage was from her falling while walking her dogs. She also stated there was an ink like substance on her screen. The customer stated she could only see half of her screen. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.